Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. The motor passed motor test. The pump was received with cracked reservoir tube lip, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer stated that she put the infusion set in and it will test 2 hours later with blood glucose of 500 mg/dl. The customer treated with 5 units of bolus and her blood glucose went down to 424 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.